Event description:
It was reported to philips that the system was intermittently unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) went onsite and found that the cause of the issue was due to defective power supply. The fse replaced the power supply unit. Following replacement, the system was returned to good working order. The codes have been updated based on the investigation's outcome.